Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirmed that the device was shipped in conformance with specifications. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device was delivered with kink. There was no patient involvement.

Event description:
It was reported, that the subject device was delivered with kink. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device has not been returned, by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted, upon completion of the investigation or if additional information is received.